Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The suspected outflow graft stenosis could not be confirmed based on the provided information. The submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-032180, with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, document rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including right heart failure, and infection. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a 61-year-old female was admitted to the intensive care unit due to acute decompensated heart failure, suspected culture-negative endocarditis and treated with percutaneous valve-in-valve bioprosthetic mitral valve replacement (mvr) and broad-spectrum antibiotics. This patient did not have any valve insufficiency prior to left ventricular assist device (lvad) implant. Although mitral valve insufficiency was now present, the lvad did not worsen the insufficiency. Echocardiogram revealed left ventricular systolic function was decreased severely. Ejection fraction was 20 +/- 5% by visual estimation. There was bouncing interventricular septum (ivs). The heartmate 3 settings were 3.8 liters per minute (lpm) at 5200 rotations per minute (rpm). Left ventricular end-diastolic diameter (lvedd) was 6.1 centimeters (cm). The interventricular septum was bowing towards the right ventricle. The right ventricle was severely impaired. Tricuspid annular plane systolic excursion (tapse) was 1 cm and the right ventricle systolic was 8 cm/s. The left ventricle cannula flow velocity was 47 cm/s. The aortic cannula flow in laminar with high velocity of 288 cm/s. The velocity was increase greater than 2.5 m/s and was suggestive of graft stenosis or kinking. The hospital downloaded the log files to check/analyze any abnormalities or changes in pump performance or parameters (subtle power spikes, etc.). The center suspected outflow graft stenosis and would perform computed tomography (CT) scan. Log files were reviewed and captured some low flow events on (B)(6) 2025. The calculated flow appeared to have fluctuated below the alarm threshold of 2.5 lpm during the events. The log file showed the speed was dropped to 4000 rpm which caused the low flow events. When the speed was adjusted back up the flow returned to normal. Multiple speed adjustments in the log file were noted. The flow appeared to have stabilized with no further low flow events. The patient was currently under intravenous antibiotic treatment as the infection was not fully resolved. The patient was still being reassessed and the plan was to continue antibiotics with the same lvad settings with supportive care.